Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called for the customer to report that while the customer was on a camping trip, the battery died which caused the customer's blood glucose levels to go high. Customer went into diabetic ketoacidosis and had to go to the hospital for treatment. The customer's blood glucose reading was unknown. Nurse stated that she was trying to get the insulin pump working again for the customer but there was a battery out limit alarm. The nurse was assisted with troubleshooting the device. Nurse inserted a new battery and was able to clear the alarm. Nurse also reported that the insulin pump alarmed button error and the keys were hard to press, but she was able to clear the alarm. The caller stated she would have the customer call back to complete troubleshooting. Nothing was replaced or returned.